Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced gastrointestinal bleeding. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced gastrointestinal bleeding relating to the intake of rivaroxaban tablets. The exact timing of the gastrointestinal bleeding in relation to the procedure is unknown. The patient was hospitalized and received an endoscopy exam the day after onset, but it is unknown if any medical intervention was required to resolve the bleeding. The bleeding resolved seven days after onset.